Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the fiber tip was unused. Visual examination of the fiber face within the sma connector under magnification revealed that there was debris on the fiber face and only a small amount of light was coming through. There was no damage along the body of the fiber. The condition of the returned device would cause the device to have no energy output as well as a weak aiming beam thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and was likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure and inside the patient, the aiming beam disappeared and it stopped working after 30 seconds of use. The procedure was completed with another flexiva 200 tractip laser fiber. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted. This event has been deemed an MDR-reportable event based on investigation results which revealed that there were debris on the fiber face within the sma connector.